Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a "minimum fill" alert after filling the cartridge with insulin during the load process. There was no reported impact to the customer's blood glucose level. Customer declined to complete the troubleshooting process with tandem technical support.